Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a master tool manipulator (mtm) involved with this complaint to perform failure analysis. A review of field logs showed the unit had experienced the following error codes: 46602 and 46600. A visual inspection was performed and found the unit to have no external damages. The unit was placed on in-house system and failed with errors 46602, 446600, 32133. The unit was then placed on surgeon side console (ssc) fixture test platform (sftp) to perform fitness tests and 1-hour sine cycle. The unit also failed on home manipulator with same errors during system test. Engineering determined the manipulator controller master forearm (mcmf), manipulator controller master platform (mcmp), slip ring, slip ring constraint, o-ring, and lower frame were the cause of the observed errors. The complaint was confirmed based on failure analysis. The root cause is attributed to communication issues from the mcmf, mcmp, slip ring, slip ring constraint, o-ring, and lower frame in the mtm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the system faulted with an error 17 indicating it was going to shut down. The customer restarted the system but an error 32097 occurred on the surgeon side console (ssc) left master tool manipulator (mtml). The customer rebooted the system, but it continued to fault. The customer then replaced the ssc to complete the case. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.